Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument broke. The procedure was completed with no reported injury. Isi followed up with the customer and obtained the following additional information: the reported issue was clarified as a broken cable. There was no report or observation of fragments falling from the device while in use within the patient. The customer advised that the cable "came loose" when using the gripper on the robot. Photographic images of the device were not available for further review as it is currently in the process of being sent for evaluation.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.